Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the pt was experiencing pump stoppage while connected to the power module (tethered support). The hospital¿s review of the pt¿s historical log file data confirmed the pump stoppage events. The pt was switched to a backup system controller per the MFR¿s instructions for use; however the reported alarms did not resolve. Although the hospital could not confirm any suspicion of an issue with the pt¿s percutaneous lead, the pt was reportedly discharged home after being provided a modified power module pt cable. Add¿l info received by the MFR indicated that, approx. One week after the initial report, the hospital had made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issue reported. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.